Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ stent was to be removed in a ureteroscopy procedure performed on (B)(6) 2018. The stent was reported to have been implanted two months prior to this date. When removal was started, the right side of the stent was lifted with a grasper, and snapped. The fragments were unable to be retrieved. The second attempt was made in removing the stent, and difficulty was encountered, another small piece of the stent snapped. The ureteroscope was not able to progress beyond the broken stent bits. The stent was also noticed to be encrusted. It was lasered until it was free of stone. The fragments were retrieved, and the ureter was reported to be intact. The stent pieces that broke off were unable to be retrieved and were left to pass naturally. Further retrograde was required, and another contour vl¿ stent was implanted for a two week duration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".